Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the following day the insulin gauge displayed 10 units. The customer reported that much insulin had not been delivered the previous day. During the call with tandem technical support, the customer received a minimum fill message after reloading the original cartridge. The customer's blood glucose level was 210 mg/dl. It was confirmed that the customer will continue using the pump, but has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.